Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. The ventilator was not in used on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacement of the graphic user interface (gui) cable and the real time clock (rtc) chip. Covidien was not authorized to service the device.